Manufacturer narrative:
Patient information was unavailable from the site. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that replacing the ethernet bulkhead connector resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system was not communicating with the imaging system. The site rebooted the navigation system several times: by exiting spine procedure, logging out of the spine procedure, and powering off the system. After this failed to resolve the issue the site tested 3 different ethernet cables, which all successfully verified but still did not resolve the issue. The site then removed the imaging system from the equipment list and re-added it, then attempted to reboot the imaging system. Both of these failed. Finally, the site rebooted the navigation system, which successfully passed communication status after wiggling the ethernet cable. There was no patient impact reported and a delay to surgery of 20 minutes.

Manufacturer narrative:
Additional information: patient declined to provide patient information. Facility is not sure that they can go far back to june and retrieve information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system was not communicating with the imaging system. The site rebooted the navigation system several times: by exiting spine procedure, logging out of the spine procedure, and powering off the system. After this failed to resolve the issue the site tested 3 different ethernet cables, which all successfully verified but still did not resolve the issue. The site then removed the imaging system from the equipment list and re-added it, then attempted to reboot the imaging system. Both of these failed. Finally, the site rebooted the navigation system, which successfully passed communication status after wiggling the ethernet cable. There was no patient impact reported and a delay to surgery of 20 minutes.